Event description:
Ventilator equipment kept alarming due to high pressure. Found device to have significant airway resistance from hme. Pt's breathing was more labored. This event is the second event for equipment. Hme was changed for this pt with no further interruption or discomfort as a result.